Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer stated that for no reason, their insulin pump stopped working and that she changed the infusion set and her blood glucose level went back down. The customer stated that the blood glucose is going up again but she doesn't get any alerts or alarms on the insulin pump for no delivery. The customer treated their high blood glucose level with a manual injection. The customer was assisted through troubleshooting. The high pressure test could not be performed until the customer receives tubing clamp. The customer was advised to contact helpline when the tubing clamps are received so that the high pressure test can be performed. The product was not returned for analysis.